Manufacturer narrative:
Additional narrative:(B)(6): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6), 2014 the patient reported pain; the doctor confirmed a nonunion and that the plate was broken. On (B)(6), 2014, the locking compression reconstruction plate in question was implanted in the patient who had diaphyseal clavicle fracture. On (B)(6) 2014, the plate in question was removed and a locking compression clavicle plate was implanted instead.this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the plate was received broken. The investigation included photographic documentation, inspection of the dimensions, examination of the fracture surfaces by scanning electron microscopy (sem) and consultation of the manufacturing documents, technical drawings and the raw-material. The plate is made of material ticp (commercially pure titanium). The examination of the raw material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso 5832-2 and astm f67 for implants made of material ticp the dimensions of the investigated plate* were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The width of the plate was 9.99 mm and the thickness was 2.97 mm. The measurements were taken close to the fracture site. The sem, examination reported the plate was contoured to fit the anatomy of the right clavicle. When examining the fracture surfaces of the medial fragment (sem a/b) of the plate* using sem, the initial fracture areas and the fracture behaviour were identified. The crack started at the cranial side (upper side) of the plate* at the transition to the lcp combi-hole and ran into the material. After breaking, the two fragments rubbed against each other causing more destruction of the fracture surfaces (abraded and shiny areas). At higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Furthermore, the fracture surfaces showed a sizeable area of structural breakage appearance (crystallographic oriented fatigue fracture) and subsidiary cracks. Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate* failure was caused by fatigue and overload. The lcp reconstruction plate 3.5* was implanted on the (B)(6) 2014 for the treatment of a right diaphyseal clavicle fracture. After the patient was in pain, the plate was found broken. The revision surgery to remove the broken plate* was performed on (B)(6) 2014. The plate* was replaced by a lcp clavicle plate. Based on the topography of the fracture surface, it can be concluded that the plate* was subjected to moderate dynamic bending loads, one sided. Constantly alternating bending loads/load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate*. The plate* could not resist the applied force which finally led to the material overload/fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.